Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was found to have low battery voltage a few months after elective replacement indicator (eri) was declared.